Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Batch #: unknown. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that patient underwent a sigmoid colectomy. A ¿28mm circular¿ is listed the stapler utilized. No issues were noted during surgery and the stapler completed two fully formed donuts. Post operatively the patient developed severe abdominal pain, CT scan showed possible leak, and patient was returned to surgery on the 4th post op day. A hole in the anastomosis was found and colostomy created which was reversed approximately four months later. "